Manufacturer narrative:
(B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer before use that after powering on the cardiosave intra aortic balloon pump (iabp) a high temperature system alarm was triggered, and no patients was involved.